Event description:
Customer reported that two hours after insertion, the dobbhoff feeding tube clogged and had to be removed. The patient had to be reintubated. No injury to the patient was reported.

Manufacturer narrative:
Two used samples were returned. Evaluation found an excess of hydromer coating within the tube. When wetted, per instructions, the stylet was easily removed and the tube was not occluded. An investigation was conducted by the mfg plant and desiccant was added to the shipment of tubing to reduce the moisture accumulation which led to the hydromer build up. All lots coated after 06/01/1997 reflect this improvement. This lot was produced prior to the mfg change.